Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'damaged screen' which was reproduced and white screen was observed during evaluation. The cause was determined to be a fluid ingress resulting in corrosion on liquid crystal display (lcd), input/output (I/o) board j6 connector and rear case flex tail. The lcd, rear case, I/o board and processor board were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged screen. There was no patient involvement. No additional information is available.